Manufacturer narrative:
A field service engineer (fse) was dispatched and located the leak from the chemistry cartridge (cc) wash collar rinse line in the system. The fse replaced the manifold valve and ran controls with no issue.

Event description:
A customer contacted beckman coulter inc. (Bci) indicating that the chemistry cartridge (cc) sample probe was leaking. The customer noticed fluid under the cc sample probe. No injury or operator exposure was reported for this event.